Event description:
It was reported that two infusion sets fell off during use on (B)(6) 2026. The infusion set was in use for one day for first event and one and half day for second event and later patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.